Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and a completed questionnaire was returned. (B)(4).

Event description:
A surgical coordinator reported that after a patient had bilateral intraocular lens (iol) implant procedures, he has intolerable daytime glare that interferes with computer work, driving and reading newspaper. He is wanting the lenses exchanged. In a follow up, the surgeon indicated that the glare was severe and he has offered lens exchanges to the patient. There are two medical device reports associated with this patient. This report is for the patient's left eye.

Manufacturer narrative:
(B)(4).

Event description:
The initial reporter verified that the lens was exchanged on (B)(6) 2017.